Event description:
Information received stated ventilator was alarming and went into safety valve open. During further discussion we were notified that pt expired. The cause of death is still being investigated.